Manufacturer narrative:
Patient weight not made available from the site. Return requested. Replacement dvi-m to hd15-m 6ft. Cable shipped to site 04/25/2016. Medtronic investigation of returned suspect dvi-m to hd15-m 6ft. Cable finds it to be in good condition with no apparent damage. When connected to a known good system, a good image was displayed on the monitor. Manipulating the cable all along the length of the cable had no ill effect. No problem found. Device found to be fully functional. Reported issue could not be replicated, however, cable was replaced. On 04/26/2016, a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended.

Event description:
A medtronic representative reported that, while in a spine procedure, the site's navigation system monitor screen went completely black. The site reported they backed-up one task in the software, and then back to navigate, and the issue was resolved. The surgeon opted to continue and completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.